Event description:
It was reported that 2 bd pen ndl 31ga 8mm were difficult to operate. The following information was provided by the initial reporter : the consumer reported that during the injection sometimes the pen is a little slow and very few pen needles were like this. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0127647 ¿ device expiration date : 04/30/2025, ¿ device manufacture date : 05/06/2020. Lot # : unknown ¿ device expiration date : unknown, ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 31ga 8mm were difficult to operate. The following information was provided by the initial reporter : the consumer reported that during the injection sometimes the pen is a little slow and very few pen needles were like this. Date of event : unknown. Sample status : awaiting sample.